Manufacturer narrative:
E1. Initial reporter phone: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) afib ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. There was no error noted from the irrigation pump. High pressure flush with syringe was performed to try and resolve the issue. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. A second device was used to complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 30-jul-2025. It was reported that a patient underwent an atrial fibrillation (afib) afib ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. There was no error noted from the irrigation pump. High pressure flush with syringe was performed to try and resolve the issue. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. A second device was used to complete the operation. There was no adverse event reported on the patient. Device investigation details: following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31596431l and no internal actions related to the complaint were found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).